Manufacturer narrative:
Insulin pump was received with a cracked reservoir tube, cracked battery tube threads and a scratched lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient stated that the insulin pump had a sticky fluid coming out of the insulin pump case. The patient also reported that the drive support cap was protruded. Advised the patient that the insulin pump would be replaced. Nothing further was reported.